Manufacturer narrative:
The device was not returned for analysis; however, the reported allegation of damaged dilator tip was confirmed based on media provided.

Event description:
It was reported prior to an atrial fibrillation ablation procedure, a versacross connect for faradrive kit was selected for use. It was noted during preparation, the versacross dilator tip was damaged. Thus, the device was replaced, and the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported prior to an atrial fibrillation ablation procedure, a versacross connect for faradrive kit was selected for use. It was noted during preparation, the versacross dilator tip was damaged. Thus, the device was replaced, and the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis (disposed).